Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. At a later date, the lens was removed and exchanged intraoperatively for a shorter length lens. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with elevated iop. In a separate visit the lens was exchanged for a shorter length lens and resolved the issue. Cause reported as patient related factor. H4 - manu date: 28-jan-2024. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with elevated iop. In a separate visit the lens was exchanged for a shorter length lens and resolved the issue. Cause reported as patient related factor.